Event description:
It was reported that a non-baxter power injector alarmed for exceeding the pressure threshold during use with a onelink catheter extension set. This occurred during patient injection. The reporter stated that the injector alarmed; however, the injection was completed. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.